Event description:
Alleged the pendant cable is pulling away from the body of the pendant, and bare metal wires are visible.

Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.